Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as a rash on his back under the te pads. There was no alleged device malfunction. The patient's physician advised continued use of moisturizing cream on the affected area. The patient described the irritation as slightly better.